Event description:
Customer reportedly received the following results on the inform ii system within 10 minutes: 3.7 mmol/l, 32.5 mmol/l. And 5.3 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).